Event description:
As reported: "the physician was attempting to reduce the pelvic wing to the sacrum using the farabeuf clamp. The clamp continually slipped and wouldn¿t lock properly. The physician used both the angled and the straight farabeuf clamp during the surgery but both of them kept coming undone. These clamps are supposed to stay locked once they are positioned." Additional information: procedure was completed using synthes clamps.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Correction: please refer to d9/h3 & h6 method code, results and conclusion codes -product returned for investigation. The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the visual inspection has shown that the device is in a used condition, the ratchet mechanism has slight wear marks and there are different discolorations from often reprocessing visible. The device was attached to an bone model by using the compression mode. The complained slipping and not locking cannot be reproduced, the ratchet mechanism does lock and stay in position as required when the clamp is compressed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused by unintentionally using the clamp in distraction instead of compression mode. In this relation following statement from the operative technique can be pointed out: "[both farabeufs feature a ratchet mechanism that enables compression or distraction settings. Flip the bar labeled ¿c¿ to put clamp in compression mode, or reverse it to display ¿d¿ for distraction mode.]" [Original statement] if more information is provided, the case will be reassessed.

Event description:
As reported: "the physician was attempting to reduce the pelvic wing to the sacrum using the farabeuf clamp. The clamp continually slipped and wouldn¿t lock properly. The physician used both the angled and the straight farabeuf clamp during the surgery but both of them kept coming undone. These clamps are supposed to stay locked once they are positioned."additional information: procedure was completed using synthes clamps.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "the physician was attempting to reduce the pelvic wing to the sacrum using the farabeuf clamp. The clamp continually slipped and wouldn¿t lock properly. The physician used both the angled and the straight farabeuf clamp during the surgery but both of them kept coming undone. These clamps are supposed to stay locked once they are positioned." Additional information: procedure was completed using synthes clamps.